Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91 (heater test- element 1 failure). It was determined the device had a failed heater, requested a quote for 2000-hour service. Per follow up information received via phone on 02aug2024, it was reported that the heat exchanger was replaced, and the device has been returned to service per review of wo on 19aug2024, it was reported that the biomed replaced the heater and retried the calibration but was now getting error 92(heater test- element 2 failure) instead of 91 (heater test- element 1 failure), they were going to check the heating elements and call back with results. Heating elements were good, device was coming in for an assessment. Per sample evaluation results on 16oct2024, it was reported that there was weak circulation pump.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91 (heater test- element 1 failure). It was determined the device had a failed heater, requested a quote for 2000-hour service. Per follow up information received via phone on (B)(6) 2024, it was reported that the heat exchanger was replaced, and the device has been returned to service per review of wo on 19aug2024, it was reported that the biomed replaced the heater and retried the calibration but was now getting error 92 (heater test- element 2 failure) instead of 91 (heater test- element 1 failure), they were going to check the heating elements and call back with results. Heating elements were good, device was coming in for an assessment. Per sample evaluation results on (B)(6) 2024, it was reported that there was weak circulation pump.